Manufacturer narrative:
Checked the machine and power supply is defective. Replace the power supply with new one from our stock. Now its working fine. Performed full internal test and calibrations as service manual. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: intermittent loss of external power was showing. No patient harm and no intervention necessary.